Event description:
New information received notes that the patient was stable.

Event description:
It was reported that patient's implantable cardioverter defibrillator (ICD) exhibited noise. No intervention was done. The patient status was unknown.